Event description:
The manufacturer received information alleging a bipap vision alarmed for a ventilator inoperative condition and shut down while in use. The patient's blood oxygen level decreased and the patient was placed on another device. The patient's vital signs became stable and no permanent harm or injury was reported.

Manufacturer narrative:
The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The technician found an error code logged in the device's memory. The connector between the pressure control board and the monitor control board pca (printed circuit assembly) was found to be corroded with dirt and dust. The connector was cleaned to address the issue.